Event description:
It was reported that the procedure was treating a moderately tortuous, heavily calcified, eccentric, 99% stenosed, de novo lesion in the mid to distal right coronary artery. After pre-dilatation, the 3.0x38mm xience xpedition stent delivery system (sds) was advanced. Resistance was felt with the anatomy during advancement, but the sds was able to cross the lesion. The sds was pressurized; however, the balloon did not inflate. The sds was removed from the anatomy without issue and a balloon rupture was confirmed. It was further reported that the sds had been prepared inside the patient anatomy. The procedure was completed with a non-abbott sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Additionally, it was reported the sds was prepared inside the anatomy. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: while introducing the delivery system into the vessel, do not induce negative pressure on the delivery system.